Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b3, d9, h6.

Event description:
Healthcare professional reported right side perimplant fluid. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "discrete sheet of perimplant fluid" confirmed via MRI. Patient later reported capsular contracture baker grade unknown. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported right side perimplant fluid. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.